Event description:
It was reported that "no readings", "sensor error" or "brief sensor issue" was reported. The patient experienced a sensor error which occurred an unspecified day after the sensor had been inserted (no information about the insertion site). The reporter called to request a replacement for a sensor that was not providing any continuous glucose monitor readings, which was causing the insulin pump to fail to deliver insulin. On (B)(6) 2024, the patient experiencing diabetic ketoacidosis and was vomiting and experiencing diarrhea. She was taken to the hospital. At the hospital, the blood glucose reading was 680 mg/dl. The patient was admitted on (B)(6) 2024 and discharged on (B)(6) 2024. There was no documentation about the treatment provided. At the time of the report the patient was doing fine. The daughter declined to provided further information about the event. No data was provided for evaluation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.